Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent ventricular pacing. Two to three second pause events were noted. Communication attempt for additional information were made but were unsuccessful. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.